Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer had concerns about box of quick sets and how the whole box may be faulty due to not staying connected and coming loose. The customer mentioned their blood glucose level was 400mg/dl during the night. The customer treated with bolus but remained high. The customer then treated with manual injection. The customer believes there was disconnect along the line and had found I off their body. The customer states they needed to go eat lunch and asked to be contacted at a later time to continue.